Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was struggling with right ventricular (rv) failure post implant. The patient was on inotropes over two weeks post implant. The patient had a left ventricular end-diastolic diameter of 1cm. The patient was given sildenafil and dobutamine and the ventricular assist device (vad) speed dropped from 4900 to 4800 revolutions per minute (rpm). The patient's flow was 3.1 l/min, pulsatility index (pi) was 7.3, and power was 3.1 w to 3.1 l/min, pi at 2.6, and power at 3.2 w.